Event description:
A caller reported an error with their continuous glucose monitor, specified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to reset the pump, and the caller successfully restarted their sensor session without further error codes appearing on the pump display.